Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed the isi fse calibrated the universal surgical manipulator (usm) 1 through data terminal equipment (dte) and the issue was resolved. No further issue with the usm arms confirmed. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 malfunctioned. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view system logs due to no onsite connection. Prior to calling isi tse, the customer power cycled the system with no resolve. The user stated that when they attempted to recover the fault, the fault persisted, and the system prompted them to disable the usm 1. The customer stated the screen showed errors 23000 and 23002. The isi tse inquired if the customer was able to perform a hard power cycle and emergency power off (epo) of the patient side cart (psc). The customer informed the isi tse that the surgeon had elected to proceed using 3 usm arms and they would attempt a hard power cycle and OEM of the psc after the case. The user completed the procedure using the same system. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.